Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 498 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. At the time of the report, the display was frozen. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.